Event description:
It was reported by service report that the bed has no power. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: power inlet filter module.